Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had a closed-door message. The cause was identified to be damaged upper auxiliary switch which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed closed door message. No additional information is available.